Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 41.5 / 44.0 / 46.5 cm inner and outer insulations /outer coil / inner coil. Final analysis found clavicular crush damage distal to the suture sleeve tie impression damaging the outer insulation. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.